Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: *please clarify, how many devices were involved in this single procedure: the procedure required the use of 3 additional sutures. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. Additional information was requested.